Manufacturer narrative:
The meter was returned for investigation. A display test was performed and no issues were observed. The circuit board was tested for damage or contamination. There was no contamination that would lead to the customer's issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number up (B)(4). The customer stated segments are fading in the results field. This issue could cause the misinterpretation of test results. Patient advised results are displayed clearly in the memory. There was no allegation that any test results had been misinterpreted.